Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices did not seal the aorta. The hospital reported that there was more blood loss than is normally experienced. The amount of blood loss was not measured by the hospital; however, a transfusion was not required. An enclose device was used to complete the procedure. The hospital did not report any additional pt effects. The hospital will reportedly not be returning the product in question as they were discarded. Refer to MFR report # 2242352-2013-01122 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).